Event description:
It was reported that the device experienced a rapid battery voltage decline. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was received and analyzed. Analysis revealed that there was one patient alert for excessive charge time on (B)(4) 2012 22:42:56. And there was one patient alert for charge circuit timeout on (B)(4) 2012 22:42:56.